Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Device functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had recurring insulin flow blocked alarm. The customer experienced blood glucose levels of 284 mg/dl. The customer tried all remedies but the issue was not resolved. Troubleshooting was performed and the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per healthcare professional. The insulin pump will be returned for analysis.